Event description:
It was reported by service report that the auxiliary power cord was missing the ground pin. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - auxiliary power cord missing ground prong.